Event description:
It was reported that the pump time was incorrect. Reportedly, the customer had not updated the time when they started the pump. The customer's blood glucose (bg) level was displayed as "low"; however, a specific value was not provided. Customer consumed carbohydrates to address bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate.